Event description:
Rh power elevating leg rest actuator smoking.

Manufacturer narrative:
This report submitted as a result of a review of complaint files. The actuator was replaced. No further problems have been reported.